Manufacturer narrative:
Other relevant device(s) are product ID 3889-28, lot# va1krf4, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/pelvic floor patient reported that an x ray was done (B)(6) 2018 and it showed that the lead were supposed to be like a j but half of the lead was the other way and was fractured. Patient also reported that they have been running back and forth to their healthcare professional due to incontinence. Patient refused any fall or activities that might have cause the lead breakage. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.